Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed at the initiation of treatment. Estimated blood loss was 150cc's. Pt had no ill effects. Sample is available.